Event description:
On may 14, 2015, 3m espe became aware of an incident following use of multiple products that resulted in medical intervention. A (B)(6) female patient in (B)(6) received a dental treatment that included the use of: 3m espe singles prophy paste (used under it's regional tradename), 3m espe vanish 5% sodium fluoride white varnish (used under it's regional tradename) and 3m prophy powder (not sold in the us and not subject of this report). The treatment was reported to have occurred sometime in the beginning of (B)(6) 2015; no further details were made available to 3m espe. Approximately 60 - 90 minutes following the dental treatment, the patient (who is also a doctor) reported that she experienced angioedema (quincke's disease). An ambulance was called and the ambulance personnel administered prednisone (reportedly by i.v.). The patient was not transported to a hospital and is not reported to have required additional treatment; the patient's current condition is reported as fine.

Manufacturer narrative:
Method, results and conclusions: the product wasn't returned to 3m espe and the lot-nr. Is not known. Therefore no further analysis on the product or retained sample could be done. If 3m espe receives any additional information about this event, a follow-up report will be submitted. This product has been assessed for biocompatibility and has been found to be safe for its intended use. Since this event involved two 3m espe products which are sold in the us, two medwatch reports are being submitted. This report refers to the second product and report 3005174370-2015-00035 refers to the first product.